Event description:
During spontaneous call with the patient, patient said he decided to try out the new cadd legacy pumps we sent him at the beginning of january today- he put the batteries in, got both pumps to the self-test but then both pumps starting beeping for no reason. He said he used a dummy cassette and attached to both pumps, and both pumps did not recognize the cassette and pump would not run. I advised pt that some of the cassette lot numbers have not been being recognized by the pumps, and it is a cassette issue, not a pump issue. Patient said that made sense since that particular cassette would not work with either pump. Patient said the cassette lot# he used for the dummy cassette was 4173645. Patient said he used a different dummy cassette and both pumps recognized it and are now working fine. I advised patient to call us if he has any additional issues with the pumps or cassettes and that he can call anytime since we have on call rph. Also advised pt that next time he gets his new pumps to make sure he puts the cassettes in right away so the pumps do not lose their programming pt did state that both pumps had the correct reservoir volume and pump rate programmed. Pt verbalized understanding. Did the reported product fault occur while in use with a pt? No; did the product issue cause or contribute to pt or clinical injury? No. Is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.